Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient is feeling the pain that they are implanted for, and if they turn the stimulation up it helps the pain, but it bothers the patient. If the patient turns it down the stimulation stops bothering them but the pain comes back. The patient noted that the pain makes it difficult to walk, and they need to use their cane, as their back/spine hurt a lot. The patient is also in the right hip as they couldn't get up from bed. The patient reported that they fell about 2 months ago on their butt. The patient reported having a CT scan due to their pain a month ago. The patient stated that they had no issues. The patient has no groups or other programs to try. The patient was to follow-up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.